Manufacturer narrative:
This report is submitted on july 15, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement with the device. The device was electively explanted on (B)(6) 2021. The patient was reimplanted with a new device.